Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexibility ablation catheter was received for evaluation. Visual inspection revealed the distal tip and electrode ring 2 were noted to be fractured and detached, and not returned with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture and detachment remain unknown.

Event description:
This report is to advise of material separation noted during analysis.